Event description:
Terumo medical corporation received the following reported information: the patient was at the hospital when the pop occurred. He was admitted for near altered mental status on (B)(6) 2026.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was reviewed with terumo's chief medical officer, but no determination regarding the event could be made based on the available information. A "pop" and a retroperitoneal bleed were reported to have occurred postoperatively. The photo was reviewed, but no determination could be made based on the provided image. Aortic stenosis and patient comorbidities could have contributed to the event. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event could not be identified. While the exact root cause cannot be determined, there is no evidence that the angio-seal device contributed to the injury or patient outcome. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was deployed on (B)(6) 2026 at the completion of a successful left heart catheterization. The procedure was a single clean stick. Patient was given heparin and plavix 600, asa during the angio-seal procedure. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The patient was stable at the time of deployment. At the time of the angio-seal being placed there was a slight track ooze, therefore light manual pressure was applied for five minutes. The patient was released and while at home stated they felt a "pop" in the groin area around 12:00 am on (B)(6) 2026. The patient was taken to the emergency department at a different facility from the facility that performed the angio-seal procedure. The patient was in the bathroom in the emergency department when another "pop" was felt. Manual compression was attempted when the complication occurred. The patient did not survive as the patient did not make it to operating room (or). The patient had a hemorrhagic shock and retroperitoneal hemorrhage; requiring operative intervention for right femoral vascular repair. The device-specific comorbidities were aortic stenosis, coronary artery disease (cad) and thoracic aortic aneurysm (taa).

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.